Event description:
On october 20, 2010, intuitive surgical received a copy of medwatch (B)(4) with the following information: title: xxxxx event desc: during pediatric robotic laparoscopic nissen fundoplication procedure, the davinci permanent cautery hook sleeve cracked and a section broke off. The piece was retrieved and the instrument removed from the field. The hook had been used eight times. Did this event involve an electrophysiology procedure or an attempted electrophysiology procedure? No. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).

Manufacturer narrative:
On november 8, 2010, the initial reporter informed intuitive surgical that the affected instrument could not be located. If located, the instrument will be returned to intuitive surgical for evaluation. Since the instrument has not been returned for evaluation, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post-evaluation) or if additional information is received.